Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, failure to capture and failure to sense were observed on the right ventricular (rv) lead. The rv lead was explanted and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3 and h6. As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies except for an over-torqued inner coil at the connector region due to procedural damage.